Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection showed a shaft kink 7.00 inches from the ECG connector and 5 inches from the loop of the catheter. The ECG signal had no broken wires inside the shaft. The tip/loop section were intact with no apparent issues. The mapping catheter failed the performance test due to a shaft kink. The product analysis findings do not indicate a manufacturing related defect. In conclusion, the reported issue was confirmed through testing. The mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter had an abnormal bend on the distal and proximal part. The catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.